Manufacturer narrative:
The changes are as follows: d.3. Medical device manufacturer: becton dickinson, s.a. G.2 manufacturing location: becton dickinson, s.a. H3 other text : see. H.10.

Event description:
It was reported that plunger error occurred before use with a syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, "it's noticed there was plunger rod damaged during priming."

Manufacturer narrative:
Device expiration date: unknown device. Manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# 1803124 was not found for the catalog number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred before use with a syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, "it's noticed there was plunger rod damaged during priming."

Event description:
It was reported that plunger error occurred before use with a syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, "it's noticed there was plunger rod damaged during priming."

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301942, lot 1803124 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.